Manufacturer narrative:
No device analysis results are available because the device remains implanted. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed.. The following event reported a patient health outcome of chest pain. A risk/benefit analysis was performed per the champion clinical trial (tr-1002-149 ver. D) to identify potential risks associated with use of the cardiomems system, and the risk control measures for these risks. These risks can be characteristic of patients with stage iii/IV congestive heart failure, or for patients having a right heart catheterization procedure, and may be unrelated to the cardiomems device or device procedure(s).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient experienced chest pain following an implant procedure. The patient was monitored post- procedure and administered nitroglycerin. The patient was then discharged.